Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was at end of life. Surgical intervention took place on (B)(6) 2022 where the ipg was replaced. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.